Event description:
It was reported that the patient received a 59 mg/dl result on the aviva system at 9:46 a.m. The patient took her normal 12 units of lantus in the morning at an unknown time and it is unknown if the patient took her sliding scale of humalog insulin based on the device result. The patient felt tired and weak. The patient's daughter took her to the primary care doctor and the blood glucose result was 632 mg/dl on his blood glucose monitor at 11:00 a.m. The patient's primary care doctor advised her to go to the hospital. The patient was admitted into the hospital at 4:00 p.m. The nurse treated the patient with 15 units of humalog insulin and an unknown amount of novolog insulin. The patient was also treated with an unknown fluid via IV. The blood glucose result was 326 mg/dl while in the hospital. The patient was released from the hospital on (B)(6) 2019. Return of the suspect device was requested for evaluation.